Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 central venous catheter allegedly leaked fluid. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The device was returned for evaluation. The investigation for catheter leak was inconclusive. The root cause was unable to be determined. This device was labeled for single use.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 central venous catheter allegedly leaked fluid. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.